Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro and a rotapro console were selected for use in a percutaneous coronary intervention to treat coronary artery disease. During preparation, the rotapro platformed successfully at 160,000 rotations per minute (rpm) outside the body. During the procedure, the device was advanced into the body, and one ablation run was successfully performed. During the second ablation run, the speed increased from 160,000 rpm to 200,000 rpm. A weird noise was heard, and it was audibly noted that the speed seemed to increase as well. An attempt was made to reduce the rotation speed by turning the knob, but there was no response. The device was removed. The procedure was completed by placing a synergy stent. No patient complications were reported. The patient was fine.